Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, corrosion was discovered within the motor, which is probable cause of the reported bias current error.